Event description:
In 2007, a physician removed an 18 fr gore introducer sheath from the pt's left external iliac artery. However, the left external iliac artery was also removed along with the sheath. The physician surgically repaired the access site damage; the pt tolerated the procedure.

Manufacturer narrative:
The device was discarded by the facility. Please note: a gore excluder aaa endoprosthesis trunk - ipsilateral leg component (pxt261214/lot #04783719), a gore excluder aaa endoprosthesis contralateral leg component (pxc121000/lot# 04850064), and a gore excluder aaa endoprosthesis iliac extender component (pxl161007/lot# 04687007) were implanted.